Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, severely faded serial number label and peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion  can be drawn at this time.   The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump retention ring from the reservoir compartment broke off and the reservoir cannot stay in place.  The customer¿s blood glucose level was 22 mmol/l at the time of the incident. The insulin pump will be returned for analysis.